Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a healthcare professional (hcp) had issue with excess residuals at pump refills. The reporter did not believe the patient was doing poorly. No drug, patient symptoms or interventions reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.